Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer called, reporting they were receiving an error 4 message when inserting strips into their freestyle meter and a battery icon which are the indication that, the meter may have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.